Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Onset of adverse event: after the procedure. It was reported via trial that on (B) (6) 2009, the patient experienced chest pain. On (B) (6) 2009, the patient underwent diagnostic coronary angiography that showed in-stent restenosis of a non-abbott stent that required revascularization of the non-target vessel in the distal right coronary artery (rca) via percutaneous coronary intervention and implantation of a xience stent in the distal rca. The patient's symptoms resolved and the patient was discharged on (B) (6) 2009. On (B) (6) 2010, the patient experienced unstable angina. Diagnostic coronary angiography revealed moderately severe in-stent restenosis in the rca. On (B) (6) 2010, the patient was treated with another non-abbott stent in the mid rca. The patient's symptoms resolved and the patient was discharged on (B) (6) 2010. No additional information was provided.

Event description:
Reporter alleged the patient received the results of 537 mg/dl, 186 mg/dl and 324 mg/dl on the inform system compared back to back with a result of 178 mg/dl on the lab system when testing was performed within 10 minutes. The first two values were capillary fingersticks and the third result was a venus sample - on the inform. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.